Event description:
After implant of the two leads connected to the percutaneous extensions the patient had an MRI under consideration of the device manufacturer¿s MRI guidelines. The patient¿s status became slightly worse after the MRI, the details of the symptoms were unknown. Two days after the MRI the patient¿s status became worse, details unknown, and the physician performed a CT scan. In the CT scan a lesion in the brain tissue at the implant site of one lead was visible. It was suspected that the MRI caused the lesion. Additional information reported indicated that the patient¿s status became worse immediately after the MRI. The CT scan identified ¿cerebral burning¿ too. It was noted that a philips achieva system was used. No ins was used and the leads were externalized via a percutaneous extension for trial. Impedance measurements were performed before the MRI and no problems were observed. The patient¿s physician was sure that the patient had something like a venous infarct and that the event was not related to the MRI or the leads. The clinic has not given the detailed MRI data yet.

Manufacturer narrative:
Concomitant products: product ID 3387, serial # unknown, implanted: (B)(6) 2013, product type lead. (B)(4).